Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the electric dermatome (B)(6) by flextronics on 5 march 2020 revealed that the insulation of the cable was damaged. They also found that the needle bearing was worn, switch terminal was broken down, unit was out of calibration, and motor speed was high and unstable. Repair of the device was performed by flextronics on 20 march 2020 which included replacement of the following: motor, plug harness assembly, needle bearing, switch additional repair included recalibration the device, serial number (B)(6) , was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item/part family and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. Initial reporter- telephone number: (B)(6).

Event description:
It was reported that the cable was stripped. There were exposed wires. Event occurred before surgery. No adverse events were reported as a result of this malfunction.